Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer stated that she fell asleep, and her husband was unable to wake her up. The customer was treated with sugar water prior to being taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.